Event description:
Third revision surgery - patient was dislocating. Converted from reverse shoulder prosthesis (rsp) monoblock to monoblock hemi. (B)(4).

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 28 days of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of by the hospital and not returned to djo surgical for examination. A review of the device history records showed two non-conforming material reports associated with this product: ncmr #20522 involved five parts that were reworked for having scratches on the parts; ncmr #20318 involved (B)(4) parts that had discrepancies on the surface finish. The parts were accepted based on the rationale that the discrepancy would not affect the rsp glenoid head contact areas with the socket insert and baseplate morse taper; it was only a visual discrepancy and not a fit or functional issue. A review of the product complaint report history shows this is the 18th complaint for this part number: seven due to dislocation, two due to trauma, three due to infection, three for dissociation, one due to pain, and one device loosening. This is the first complaint for this lot number. The root cause of the dislocation could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.